Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a dental needle. The customer reports "dr administered local anesthesia. While administering the local anesthesia the dr noted that the hypodermic needle fractured off from the aspirating syringe. Initially, the fractured end of the needle was visible through the soft tissue. The dr attempted to retrieve the needle. During this process the dr noted a loud noise from the high volume suction unit that was consistent with the needle being suctioned. In addition the dr performed a careful clinical examination. The dr's impression at the time was that the needle had been withdrawn through suction. The pt went to see surgeon and a radiograph obtained confirmed the presence of the retained needle. A second surgical evaluation confirmed the above findings and the needle was surgically removed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.